Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It is reported that during the sternal closure following a successful cardiac surgery the the black tensioning device became separated and the band snapped. The first integrated plate and band had been implanted in the manubrium, though the screws were not yet inserted. The surgeon elected to remove the first plate and band and then recommence the entire process with a new, freshly opened implant. This sternum was then closed as normal with no additional issues.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.